Event description:
Event description guidant received information that during a device change out procedure for normal battery depletion the distal defibrillation coil of this chronic defibrillation lead was capped due to an out of range shock impendance.